Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as red itchy skin under the electrodes. The patient consulted a physician who provided a cream. Follow-up indicated that the irritation was better.